Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose (bg) level was above 600 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.